Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous common iliac artery (cia). The physician attempted to deploy the epic vascular 10x60x75 stent delivery system (sds), but it got stuck on a non-bsc guidewire. The devices were removed from the patient with no patient complications and the patient¿s condition was good. The procedure was completed with another of the same device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).